Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the reported fluid leak, material puncture or hole and blocked connection issues as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required g3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using x-port isp implantable port, chronoflex single-lumen, 8f. Post the procedure, the catheter was allegedly found an extravasation of contrast. It was further reported that the catheter was allegedly found porosity. Reportedly, the port does not allow the treatment to pass through the catheter. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using x-port isp implantable port, chronoflex single-lumen, 8f. Post the procedure, the catheter was allegedly found an extravasation of contrast. It was further reported that the catheter was allegedly found porosity. Reportedly, the port does not allow the treatment to pass through the catheter. The current status of the patient was unknown.